Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient experienced vaginal pain. Her first implant provided symptom relief for the first 3 years, but then with no known cause she began experiencing significant vaginal pain and loss of symptom control. We tried reprogramming but were unable to obtain initial success and she complained of continued vaginal pain associated with the stimulation.